Event description:
This unsolicited case from united states was received on (B)(6) 2017 from patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and after an unknown latency patient was bedridden for 2.5 days, could not put pressure on her left leg as it was swollen, weight bearing difficulty/ could not put pressure on her left leg, couldn't walk and inflammation no relevant concomitant medications, medical history, and concurrent condition were reported. Patient stated that she had synvisc-one in the past and did not have this sort of experience. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection, one dosage form once (batch/ lot number and expiration date: not reported) for knee osteoarthritis. On an unknown date in 2017, latency unknown, patient stated that she has had a lot of problem since her synvisc-one injection. Patient stated that she has been to the ER (emergency room) twice. Patient stated she had pain, inflammation, weight bearing difficulty, warmth, swelling and was bed ridden for 2.5 days. Patient stated that she was really scared. Patient stated it has taken 2 weeks since she has felt "halfway normal"·. Patient stated that she was still having some issues and has not fully recovered. Patient said she received injections in both of her knees and she has pain in both knees but the left knee was worse. Patient stated she has informed her doctor of this. Patient stated that she could not walk and that she could not put pressure on her left leg as it was also swollen. Patient said she was given prednisone and was told to elevate and ice her leg for 2.5 days. Patient said overall, she was feeling better but that she has pain occasionally and her knee "catches"· sometimes. Corrective treatment: prednisone and elevate and ice her leg for could not put pressure on her left leg as it was swollen; not reported for rest events outcome: unknown for all events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: permanent or significant disability for bedridden for 2.5 days; required intervention for could not put pressure on her left leg as it was swollen pharmacovigilance comment: sanofi company comment dated 22-dec-2017: this case concerns a patient who received treatment with synvisc onea and later experienced leg swelling and was bedridden. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. However, due to lack of information regarding medical history, concurrent condition and past drugs precludes complete medical assessment of the case.

Event description:
This unsolicited case from united states was received on 15-dec-2017 from patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and after an unknown latency patient was bedridden for 2.5 days, could not put pressure on her left leg as it was swollen, weight bearing difficulty/ could not put pressure on her left leg/swelling in left calf, couldn't walk and inflammation. Also, device malfunction was identified for the reported lot number. The patient's medical history was significant for high blood pressure, arthritis, thyroid disorder, sulfa and nickel allergy. Patient stated that she had synvisc-one in the past and did not have this sort of experience. Concomitant medications included diltiazem hydrochloride (diltiazem), losartan potassium (losartan), bumetanide (bumex) for high blood pressure, levothyroxine sodium (synthroid) for thyroid, omeprazole (prilosec) for acid reflux. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection, one dosage form once (batch/lot number: 7rsl021 and expiration date: 31-may- 2020) for knee osteoarthritis. On an unknown date in 2017, latency unknown, patient stated that she has had a lot of problem since her synvisc-one injection. Patient stated that she has been to the ER (emergency room) twice. Patient stated she had pain, inflammation, weight bearing difficulty, warmth, swelling and was bed ridden for 2.5 days. Patient stated that she was really scared. Patient stated it has taken 2 weeks since she has felt "halfway normal". Patient stated that she was still having some issues and has not fully recovered. Patient said she received injections in both of her knees and she has pain in both knees but the left knee was worse. Patient stated she has informed her doctor of this. On (B)(6) 2017 (2 days after first dose of synvisc one), the patient had severe pain in right/left knees with swelling in left calf. Patient stated that she could not walk and that she could not put pressure on her left leg as it was also swollen. Patient said she was given prednisone and was told to elevate and ice her leg for 2.5 days. Patient said overall, she was feeling better but that she has pain occasionally and her knee "catches" sometimes. On (B)(6) 2017, the patient consulted the healthcare professional. The patient visited the emergency room and she was not admitted in the hospital. Corrective treatment: prednisone and elevate and ice her leg for could not put pressure on her left leg as it was swollen/swelling in left calf; prednisone for inflammation; not reported for rest events outcome: not recovered for could not put pressure on her left leg as it was swollen/ swelling in left calf; unknown for all events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: permanent or significant disability for bedridden for 2.5 days; required intervention for could not put pressure on her left leg as it was swollen/ swelling in left calf and inflammation; permanent or significant disability and required intervention for device malfunction follow up was received on 21-dec-2017. No new information was received. Additional information was received on 13-feb-2018 from a healthcare professional. The suspect drug's batch/lot number was added. The patient's medical history and concomitant medications were added. Additional event of device malfunction was added. The event term of could not put pressure on her left leg as it was swollen was updated to could not put pressure on her left leg as it was swollen/swelling in left calf; outcome for the same was updated from unknown to not recovered. Event of inflammation was updated to serious. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company follow up comment dated 13-feb-2018: this case concerns a patient who received treatment with synvisc one injection from the recalled lot and was later bedridden for 2.5 days, experienced swelling of leg, joint inflammation, weight bearing difficulty and being unable to walk. Although exact event dates are not reported, temporal relationship can still be established between the events and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, pharmacological plausibility of the events.

Event description:
This unsolicited case from united states was received on 15-dec-2017 from patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and after an unknown latency patient was bedridden for 2.5 days, could not put pressure on her left leg as it was swollen, weight bearing difficulty/ could not put pressure on her left leg/swelling in left calf, couldn't walk and inflammation. Also, device malfunction was identified for the reported lot number. The patient's medical history was significant for high blood pressure, arthritis, thyroid disorder, sulfa and nickel allergy (rash-hives). Patient stated that she had synvisc-one in the past and did not have this sort of experience. Concomitant medications included diltiazem hydrochloride (diltiazem), losartan potassium (losartan), bumetanide (bumex) for high blood pressure, levothyroxine sodium (synthroid) for thyroid, omeprazole (prilosec) for acid reflux. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection, one dosage form once (batch/lot number: 7rsl021 and expiration date: 31-may- 2020) for knee osteoarthritis. On an unknown date in 2017, latency unknown, patient stated that she has had a lot of problem since her synvisc-one injection. Patient stated that she has been to the ER (emergency room) twice. Patient stated she had pain, inflammation, weight bearing difficulty, warmth, swelling and was bed ridden for 2.5 days. Patient stated that she was really scared. Patient stated it has taken 2 weeks since she has felt "halfway normal". Patient stated that she was still having some issues and has not fully recovered. Patient said she received injections in both of her knees and she has pain in both knees but the left knee was worse. Patient stated she has informed her doctor of this. On (B)(6) 2017 (2 days after first dose of synvisc one), the patient had severe pain in right/left knees with swelling in left calf. Patient stated that she could not walk and that she could not put pressure on her left leg as it was also swollen. Patient said she was given prednisone and was told to elevate and ice her leg for 2.5 days. Patient said overall, she was feeling better but that she has pain occasionally and her knee "catches" sometimes. On (B)(6) 2017, the patient consulted the healthcare professional. The patient visited the emergency room and she was not admitted in the hospital. Corrective treatment: prednisone and elevate and ice her leg for could not put pressure on her left leg as it was swollen/swelling in left calf; prednisone for inflammation; not reported for rest events outcome: not recovered for could not put pressure on her left leg as it was swollen/ swelling in left calf; unknown for all events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: permanent or significant disability for bedridden for 2.5 days; required intervention for could not put pressure on her left leg as it was swollen/ swelling in left calf and inflammation; permanent or significant disability and required intervention for device malfunction follow up was received on 21-dec-2017. No new information was received. Additional information was received on 13-feb-2018 from a healthcare professional. The suspect drug's batch/lot number was added. The patient's medical history and concomitant medications were added. Additional event of device malfunction was added. The event term of could not put pressure on her left leg as it was swollen was updated to could not put pressure on her left leg as it was swollen/swelling in left calf; outcome for the same was updated from unknown to not recovered. Event of inflammation was updated to serious. Clinical course was updated. Text was amended accordingly. Additional information was received 13-feb-2018 from the patient. Medical history of rash, hives was added. Text was amended accordingly. Pharmacovigilance comment: sanofi company follow up comment dated 13-feb-2018: this case concerns a patient who received treatment with synvisc one injection from the recalled lot and was later bedridden for 2.5 days, experienced swelling of leg, joint inflammation, weight bearing difficulty and being unable to walk. Although exact event dates are not reported, temporal relationship can still be established between the events and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, pharmacological plausibility of the events.